Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery pins are bent. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during lab tests. Failure was localized to j1 pin1 found to be permanently compressed and pin2 bent and broken at bottom and causing a short circuit with pin4.